Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 7/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 evaluation: h3 investigation summary: visual analysis of the returned product revealed that one paper lid, an empty opened winding former and two sutures pieces product code 8702 were received for evaluation. Upon visual inspection of the returned sample, the needles were cutted from the suture and were not received for evaluation. Upon visual inspection, the suture pieces were to be damaged at the surface, in addition, the ends were observed cutted. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure? Suture from another lot did the patient suffer from any consequence due to the issue (pull off suture needle)? No, surgeon made no comment on patient harm. Did the surgery was completed successfully? Yes. What is the lot number? Qkbczt.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2021 and suture was used. During the procedure, the needle came off suture with nothing more than a gentle tug during use. Suture from another lot was used to complete the procedure. There were no adverse patient consequences reported. No further information will be available.